Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the instructions for use found statements about the flow circulation to avoid heating of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the customer provided image shows that the patient has a burn on the shoulder. The complaint is confirmed. Medical investigation concluded that: the visual inspection of the customer provided image confirms the patient has a burn on the left shoulder. Approximately one year post surgery, the patient reports a burn and change in skin pigmentation of the operative shoulder. Based on the information provided , we are unable to determine if the burn occurred as a result of the surgery. There is no evidence that our device contributed to the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Factors that could have contributed to the reported event include: it is possible that drapes were not in place between the suction line and skin during the procedure, having insufficient suction pressure, inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open, or a secondary source of outflow was not used. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the surgeon performed first a shoulder arthroscopy to treat the impingement. Afterwards he did an open arthroscopic rotator cuff refixation. After almost one year the patient is complaining about burn and change in pigmentation on the skin. It is still unclear what was the root cause of this event (arthroscopic surgery or open surgery). All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.